Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power, excessive no delivery and self tests due to the cracked and bleeding lcd glass. Unable to confirm the failed battery test due to the cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked case, a cracked display window, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.